Event description:
Medichoice cohesive bandages cbn1104 lot # 24013h09a leaving behind visible adhesive residue on gloves when performing manual manipulation of leg during knee replacement surgery. Surgeon and team double glove for draping and then remove gloves after. Gloves worn by surgeon are cardinal health protexis latex ortho surgical gloves ref # 2d72lt80. Also occurring to other members of team when assisting with manipulation of leg.